Manufacturer narrative:
Additional information: the guide extension catheter (gec) used was a non-medtronic device. The stent did exit the gec. Resistance was not noted during advancement through the gec. Another medtronic stent was used to crush the dislodged stent against the vessel wall. There were no issues with the medtronic stent used to crush the dislodged stent. Correction: annex a and e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion with 90% stenosis in the ostium and the proximal of the left main (lm) coronary artery and the circumflex (cx) artery. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at lesion. It was stated that an attempt was made to deliver the stent to the lesion with a guide extension catheter but the stent failed to deliver and was removed. The stent dislodgement was not noted until an attempt was made to use and put the stent back into the patient. The dislodged stent was crushed with another stent against the vessel wall. It was stated the stent likely dislodged due to interaction with the guide extension catheter. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.